Event description:
It was reported the distal extremity of the hook broke inside the ear canal during surgery. No reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. The batch number (lot number) of the instrument is not known but the design indicates that the instrument is at least 10 years old. (B)(4): the tip of the hook is broken. The broken fragment is missing. The observation of the breakage zone has not highlighted any manufacturing or material defects and indicates that the break has been sudden. Considering the age and the absence of manufacturing or material defect, the most probable cause is a weakening of the instrument during it years of use that has led to the breakage observed with a shock / constraint during use.